Manufacturer narrative:
The account replaced the coiled comm cable to repair the bed.

Event description:
The (B)(6) alleged that someone touched the bed and was shocked. He stated he was not injured. The account alleged the issue was with the coiled comm cable. The cable was damaged and allowed the metal wires to become exposed and it appears the caster was rubbing on the cord.